Manufacturer narrative:
(B)(4). The investigation is based on the info provided and the images received. The images confirm the unexpanded filter situated in the pulmonary artery, but does not show the actual deployment of the filter. Unable to determine exactly why the filter did not expand, but it may have been caused by a clot turning into a fibrin formation. Filter migration is a known risk.

Event description:
The primary struts would not deploy and flowed into the right pulmonary artery. The physician placed another device of the same type and it opened. The vena cava filter deployed in infrarenal position did not open. Filter subsequently migrated and fluoroscopic image/chest x-ray indicated filter lodged in a pulmonary artery. Pt was on ventilatory support prior to/during/subsequent to procedure. During procedure oxygen saturations remained at 99%.